Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is due to component failure (fault ccd unit). However, the cause of the faulty ccd unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, no image would appear due to a faulty charged couple device unit. Additionally, a shorted cable was causing intermittent white lines in the image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus hd autoclavable camera head was not producing an image when plugged into the cv-190 during preparation for use. According to the initial reporter, the procedure was completed using another camera and no negative impact to the patient was noted.